Event description:
The hcp reported that the pt was experiencing increased spasticity. The hcp reported that at the last pump refill; the reservoir was refilled with lioresal 500 ug/ml, but previously programmed 2000 ug/ml at 560 ug/day was left unchanged and a bridge bolus had not been programmed. The pt had been receiving 140 mcg/day for approximately 3 weeks, instead of the intended 560 mcg/day. On the date of this report, the hcp refilled the pump with lioresal 2000 mcg/ml and reprogrammed the pump with the proper concentration and delivered a bridge bolus; 200 mcg/day then the new dose of 300 mcg/day following completion of the bridge bolus. The hcp indicated that he would observe the pt for overdose symptoms.